Event description:
It was reported that during a pci procedure, the stent moved on the balloon of the liberte' monorail stent delivery system. The 99% stenosed lesion was located in a calcified and highly tortuous left circumflex (lcx) coronary artery. Pre-imaging was performed and the physician attempted to place a stent, but it failed to cross the lesion. Poba was performed witha dilatation catheter and a stent was implanted. The physician attempted to place a stent at the distal lcx, but this device failed to cross the lesion. A stent was implanted at the proximal lcx. Another stent was then advanced, but failed to cross the lesion. It was reinserted and implanted at the proximal and mid side of the distal - lcx. The liberte' monorail stent delivery system was inserted, but could not cross the distal side of the distal lcx. At the removal of the liberte' monorail stent delivery system, it was noted that the stent had moved on the balloon. Final ivus imaging was performed and the procedure was completed. No patient injuries or complications were reported. Patient status is reported "good".